Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, they had two separate issues with the triton canister. First, two different triton's (or19 and or20) had internet connectivity issues. Both the iphone and the main triton were not wanting to connect to wifi. They had to result to ebl due to not being able to scan a canister. Secondly, a canister was scanned for a case and only reading 20ml but the customer stated that there clearly there was more blood than that. The customer stated that it appeared that all was labeled/positioned correctly and was scanned again and a completely different reading was established of approximately 120ml. They did one more scanning to confirm and it was 170ml. There was 3 canister totals that were so far off that they couldn't count on the results, so again ebl had to be completed. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, they had two separate issues with the triton canister. First, two different triton's (or19 and or20) had internet connectivity issues. Both the iphone and the main triton were not wanting to connect to wifi. They had to result to ebl due to not being able to scan a canister. Secondly, a canister was scanned for a case and only reading 20ml but the customer stated that there clearly there was more blood than that. The customer stated that it appeared that all was labeled/positioned correctly and was scanned again and a completely different reading was established of approximately 120ml. They did one more scanning to confirm and it was 170ml. There was 3 canister totals that were so far off that they couldn't count on the results, so again ebl had to be completed. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.